Event description:
It was learned through implant patient registry that a patient with a 31mm 11400m mitral valve, implanted in the tricuspid position was explanted after an implant duration of 1 year, 3 months due to unknown reasons. The explanted valve was replaced with a 27mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a patient with a 31mm 11400m mitral valve, implanted in the tricuspid position was explanted after an implant duration of 1 year, 3 months due to endocarditis. The explanted valve was replaced with a 27mm 11400m valve. The patient was transferred to the ICU in stable condition and discharged pod #15. Per medical records, patient was admitted with ahrf d/t rhinovirus. Blood cultures were positive for serratia. Pre-op tte revealed tricuspid valve leaflets were midly thickened with vegetation and mild stenosis. Intra-operatively, the tricuspid valve was found to be grossly infected with large, mobile vegetation with vegetation/pannus covering all leaflets. Tricuspid bioprosthetic valve was successfully explanted and replaced with a 31mm mitris resilia. Patient also underwent redo mvr. The patient was weaned from cpb successfully and returned to the ICU in stable condition and discharged pod #15. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.